Event description:
A distributor reported a patient had no problems with the cassette for 2 days, then blood refluxed into the line on the 3rd day. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On february 23, 2007, a retrospective audit of complaint files was conducted for complaints associated with leaking cassettes, where the device was being used for the administration of non-chemotherapy drugs.